Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when handling the device, an issue was noted with the stent. After placement of the ¿y¿ and introduction of the catheter in the usual manner, a ¿kink¿ in the shaft was identified, which became damaged and ruptured. It was removed from the patient and replaced with another stent, whose shaft showed no damage. There was no damage noted to packaging. The packaging was sealed. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, non-calcified lesion located in the mid right coronary artery (rca). The device passed through a previously-deployed stent. The device did not cause any harm to the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.